Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced an increase in pressure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the patient experienced light sensitivity, tearing, blurry vision, inflammation, and corneal edema. The patient was also required to have a trabeculectomy.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the reported issue of increase in pressure, light sensitivity, tearing, blurry vision, inflammation, and edema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. Insufficient information is provided to adequately evaluate the case. While information is provided about the patient's preop and postop condition, no information is provided about the device implantation procedure, or device positioning in the eye. There is no mention of device failure. A possible root cause is that elevated intraocular pressure (iop) subsequent to micro-stent implantation is an established risk associated with use of the device that is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).